Manufacturer narrative:
It was reported that the implant failed to osseointegrate after the clinical procedure. However, there was no serious injury or adverse events reported to the patient. The patient is reported to be doing fine. Also, no abnormality was noted with the implant itself. The DHR was reviewed and no discrepancies were noted with the implant itself. However, failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused by the implant itself. A follow up report will be submitted after completion of the evaluation and investigation of the returned product.

Event description:
The dentist reported that the implant failed to osseointegrate. The implant was placed on (B)(6) 2016 at tooth location number 19 and explanted on (B)(6) 2017. There was no serious injury or any other adverse event reported to the patient. The patient status is reported to be satisfactory. Also, there was no reported bone loss, granulated tissue at the implant site. No abnormalities were noted with the implant itself.

Manufacturer narrative:
Corrected: secton b1: this information corrected as it was incorrectly reported at the initial submission. Section b5: this information updated as it was omitted at the initial submission. Section d4: this information corrected as it was incorrectly reported at the initial submission. Specifically the UDI and the explant date. Section h1: this information corrected as it was incorrectly reported at the initial submission. Section h6: this information updated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a -as the complaint cannot be verified, and there were no nonconformities identified. Returned sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.7mmd x 10 mml x 4.5 mmp using the radiographic template. No defect or non-conformity was observed. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lackof oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
Update: the provider also notes that the implant was placed on a previous or simultaneous site.